Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with a shot of insulin by syringe. Troubleshooting was performed. Customer reported infusion set cannula to appear bent. The customer mentioned blood at site. The product was not returned for analysis.